Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device . The manufacturing process for this device, particularly the mounting and final inspection steps of the steroid collar was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Should additional information or the device become available for analysis, the investigation will be updated.

Event description:
High thresholds were reported approximately one week after implant. The lead was explanted and replaced on (B)(6) 2019 due to high thresholds.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.